Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles. Additionally, it was reported that bd vacutainer® sst¿ blood collection tubes were missing labeling. The following information was provided by the initial reporter: "fm in tube x1. Fm in additive x22. Damaged tube x1. Defective marking x4. Dirty shield x5. Black spot in tube x3. Dirty shield x8. Air bubbles in gel x134."

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in tube, fm in additive, damaged tube, defective marking, dirty shield, black spot in tube, dirty shield, and air bubbles in gel with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles. Additionally, it was reported that bd vacutainer® sst¿ blood collection tubes were missing labeling. The following information was provided by the initial reporter: "fm in tube x1 fm in additive x22 damaged tube x1 defective marking x4 dirty shield x5 black spot in tube x3 dirty shield x8 air bubbles in gel x134."